Event description:
It was reported that the device¿s touchscreen was not working. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with multiple quotes; however, the most recent quote provided to the customer was cancelled. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Per the diagnostics performed by the engineer, it was determined that the touchscreen and nav-ring were not working. The faulty parts required replacement.